Event description:
It was reported that the anesthesia system generated alarms for high airway pressure during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia system generated an alarm for airway pressure high and the tidal volume was increasing. As a preventative measure the anesthetist switched to the afgo (additional fresh gas outlet) and continued the treatment. The anesthesia system was investigated at the hospital by our field service engineer who carried out two of system checkouts which both passed. No parts have been reported as replaced and no issues could be found when the device was investigated at the hospital and the anesthesia system was cleared for clinical use. Our evaluation of the received logs concluded that mid case, there were a lot of alarms for leaking breathing circuit, high pressures, decreasing volumes and increasing respiratory rate and end expiratory flow was high. The received logs suggest that the issues were caused by a leakage, but the true cause has not been determined.

Event description:
Manufacturer's reference number: (B)(4).